Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the user was unable to login. A technical support specialist was unable to find any problem on the station, no issue found and recommended a remote session with the user who was affected. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a pyxis medstation es system had a user was experienced a error while logging into the station. The customer reported that there was a delay in dispensing medication to the patients. There were no adverse events or injuries reported based on this event.